Manufacturer narrative:
Per the clinic, it was confirmed that the meningitis is not device related. H6: health impact code has been updated. This report is submitted on january 31,2022.

Manufacturer narrative:
This report is submitted on june 3, 2021.

Event description:
Per the clinic, the patient experienced meningitis (streptococcus pneumoniae) post implant (implant date (B)(6) 2007). The patient was hospitalised where there was an explorative surgery with the view to explant the device, but the implant was not explanted. The patient was successfully treated with antibiotics.